Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cryo pulmonary vein isolation procedure a polarsheath was selected for use. Multiple errors of cryo console: error 1-00000020-2 outer balloon pressure is too high: one time in ready state, two times in ablation state, and four times in inflation state. Troubleshooting steps: disconnect, reconnect cryo cables, disconnect and reconnect extension cables, exchanged cables, exchanged balloons. The error could not be fixed. Due to multiple errors the cryo balloons had to be changed and inserted into the patient 3 times. This resulted in air embolism. The procedure was cancelled/rescheduled.